Event description:
The pt reported having increased pain over a two year period. No reservoir volume discrepancies were noted at refills. The hcp was unable to aspirate cerebral spinal fluid from the side port. The hcp diagnosed the catheter as being "clogged" and needing replacement. The pump and catheter were replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.